Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with antibiotic solution before closure, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician believes the infection was caused by the endovascular ablation procedure unrelated to the curonix device. Additionally, the patient has a pre-existing condition of fluid retention in the legs. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is related to the patient undergoing an endovascular ablation. The provided information does not evidence that the curonix device contributed to the infection. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection after undergoing an endovascular ablation, which required an instrument to be placed in the upper thigh. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient was referred to wound care for treatment, and no further issues have been reported.